Manufacturer narrative:
Serial number continued (B)(4). The investigations found: for 1 event: the probe alignment with the reagent pack was misadjusted. For 1 event: it was determined there was a hole in the rinse mechanism line. For 1 event: the investigation determined that the field engineering specialist (fes) service activities resolve the issue. For 1 event: there was a malfunction of the syringes. For 4 events: the investigation could not identify a product problem. The cause of the event could not be determined. For 2 events: the investigation is currently ongoing. The follow-up actions were: for 1 event: the reagent pack was re-aligned, the voltage was checked, and probe head components were cleaned and lubricated. Mechanism checks were performed and the reagent pack was removed/re-installed. For 1 event: the rinse mechanism line was replaced. Mechanism checks, calibration, controls, and precision studies were completed successfully. For 1 event: the field engineering specialist (fes) found a bent sample probe. He replaced the bent sample probe. He performed instrument check testing with acceptable results. The customer performed successful qc testing. For 1 event: mixers, the sample probe, and syringe seals were changed. The optical path was cleaned. Water levels were checked and the gear pump pressure was adjusted. The syringes were cleaned and lubricated. For 1 event: the field engineering specialist checked the fluidics, the vacuum, and the gear pump pressure. The customer ran precision testing. For 1 event: the module was reviewed and the mixer was adjusted. Precision studies were performed and were ok. For 1 event: the field engineering specialist cleaned the water tank, replaced a valve, cleaned the rinse tubing, and cleaned and decontaminated a sample probe and a reagent probe. He checked the dispensed rinse water level from the sample probe and the reagent probes. He checked the water level in the reaction cell and the gear pump pressure which both were acceptable. He checked the concentration of detergent at the rinse station nozzle. He performed precision testing with acceptable results. For 1 event: there were no follow up actions. For 2 events: the follow-up actions have yet to be determined. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>10</noe> malfunction events. Questionable low results were generated by the cobas 6000 c (501) module. The events involved a total of 14 patients with the following: one patient had a questionable ckl creatine kinase and a questionable chol2 cholesterol gen.2 result. One patient had a questionable dbili direct bilirubin result. Four patients had questionable ca2 calcium gen.2 results. One patient had a questionable ferr4 tina-quant ferritin gen.4 result. One patient had a questionable alb2 albumin gen.2 result. One patient had a questionable tp2 total protein gen.2 result. One patient had a questionable trigl triglycerides and a questionable chol2 cholesterol gen.2 result. One patient had a questionable crpl3 c-reactive protein gen.3 result. Three patients had questionable chol2 cholesterol gen.2 results. For 3 patients, the patients' ages ranged from 3 days old - 66 years old. The other 11 patients' ages were requested but were not provided. The patients' weights were requested but were not provided. For 2 patients, 1 was male and 1 was female. The other 12 patients' genders were requested but were not provided. The patients' races were requested but were not provided the patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For one of the pending events, the investigation determined a reagent pipettor mechanism unit was worn. The follow up actions for this event were: the whole reagent pipetting unit was replaced and the analyzer was confirmed to be running back within specifications. For the other pending event, the investigation determined the rinse tubing was leaking. The follow up actions for this event were : the rinse tubing and sample probe were exchanged. The analyzer was confirmed to be running back within specifications. The technical limit settings in the customer's laboratory information system were corrected.